Event description:
Patient presented back to the physician with continued slurred speech and tongue weakness. Physician referred the patient to a speech therapist, and the patient has been evaluated.

Event description:
Patient presented to the physician with slurred speech, right-sided tongue weakness, and inflammation of a pre-existing temporomandibular joint (tmj) disorder following the implant procedure, which causes migraines. Physician prescribed pain medication.